Manufacturer narrative:
The service rep found pin #15 in the lemo connector had been bent and pushed out of the connector. The rep straightened the pin and reinserted the pin into the connector. The system operates as intended.

Event description:
The customer reported the 9900 system workstation boots up but the generator does not boot. The patient injury was reported.